Event description:
Failure to integrate and insufficient bone quality required removal of implant.

Manufacturer narrative:
Evaluation conclusion: dr. (B)(6), reports that after placing a 12 mm external sargon implant ((B)(6) 2008) a failure to integrate, required removal. Dr. (B)(6) indicates he will re-implant after using bone grafting techniques.